Manufacturer narrative:
Results: the 4maxc was kinked approximately 3.5 cm from the hub just distal to the strain relief. Conclusions: evaluation of the returned 4maxc confirmed a kink on the proximal end. If the device is advanced against resistance or is otherwise mishandled during use, damage such as a kink may occur. During functional testing, the 4maxc was advanced through a demonstration neuron max without an issue. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing thrombectomy procedure in the right middle cerebral artery (mca) using penumbra system 4max reperfusion catheter (4maxc), non-penumbra sheath, and non-penumbra guide catheter. During the procedure, the physician placed the sheath and the guide catheter. While attempting to insert the 4maxc into guide catheter, the proximal end of the 4maxc kinked; therefore, it was removed. The procedure was completed using a new 4maxc, the same sheath and guide catheter. There was no report of an adverse effect to the patient.